Event description:
On (B)(6) 2009, the patient reported he began using a new box of insulin infusion sets on (B)(6) 2009. He stated that since (B)(6) 2009, he has had 3 headset cannulas bend during insertion. He stated he is inserting the headset by hand and at a 90 degree angle. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.